Manufacturer narrative:
Lot number not available at the time of filing. UDI not available for this system at time of filing. This was demo unit reported by the clinical specialist. Facility unknown at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged straight suction in their tray. The suction was from a manufacturer tray and was not owned by the site. The damaged instrument was found while a manufacturer representative was testing the system. The suction eventually passed verification but with very high numbers and holding the suction at a "weird angle" to the divot on patient. There was no patient present when this issue was identified.

Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Functional testing and visual/physical examination was performed and found the returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 2.3 mm to 2.5 mm. The cause was due to the instrument not verifying. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.